Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the separated gripper line. It was reported that this was a mitraclip procedure to treat grade 3-4 functional mitral regurgitation (mr). The clip was deployed successfully; however, while removing the gripper line, at approximately 100 cm of line pulled, the gripper line separated. The clip delivery system (cds) was removed carefully and the gripper line was observed in the steerable guide catheter (sgc). The gripper line was then removed without any further issue. Final mr grade was 1-2. There was no reported adverse patient effect or a clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device. All available information was investigated and a definitive cause for the reported gripper line break could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.